Manufacturer narrative:
The reported 1.5 mm hex driver tip, locking groove was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 1.5 mm hex driver tip, locking groove (part number 80-0728) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the new sytle 1.5 driver tip broke off while inserting a 2.3 locking screw into a aculoc2 plate. It was also reported the driver was on a torque limiting handle when it broke. The surgery was completed after the driver tip was replaced and the broken tip was removed from the head of the screw, resulting in a few minutes delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00734 for the screw involved in this event.